Event description:
A male patient contacted lifecor customer support to report that while he was taking a shower his wife had removed the electrode belt from the monitor to replace the garment. She could not get the system reassembled. Support explained how the keying mechanism of the connectors works. Patient saw that one pin inside the electrode belt connector was slightly bent. The patient realigned the pin and got the system reassembled. Support sent the patient a replacement monitor and electrode belt.

Manufacturer narrative:
Device MFR date: electrode belt. Monitor- 12/2005. Device eval summary: device evaluations of electrode belt and monitor have been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. Monitor was tested and found to be functionally normal. It was restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt and monitor.